Event description:
The reporter contacted animas on (B)(6) 2012 alleging that they received a letter in regards to the keypad issue. The reporter mentioned that she examined the keypad and noticed the up arrow button on the keypad was ripped. Patient reported to the reporter that there was some delay with the button response. There was no evidence of moisture in the pump and no misuse of the product. There is no evidence that the patient developed any symptoms due to the alleged issue. Although the keypad was torn by the up arrow button, it is unknown whether the keypad was ripped before the delayed response of the buttons; therefore, the complaint is being reported

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): investigation revealed that the keypad is torn at the up arrow and down arrow keypad buttons. All keypad buttons were responding appropriately. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. There was evidence of keypad contamination found under the contrast and down arrow key contacts, and the up arrow button contact was found to be misaligned.